Event description:
Boston scientific received information that a lead dislodgement had occurred on this left ventricular lead. As the lead could not be repositioned, it was explanted and replaced. No adverse patient effects other than the additional procedure reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. No irregularities noted at tip section of lead that could contribute to dislodgment. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.

Event description:
--